Event description:
Rptr alleged obtaining discrepant blood glucose results of 199 mg/dl and 158 mg/dl on the advantage system compared back to back with a result of 103 mg/dl on the doctor's system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Rptr stated the doctor kept the strips and so no product will be returned for eval.